Event description:
It was reported that a patient using the ilet bionic pancreas experienced persistent hyperglycemia after the pump displayed ¿dosing stopped, replace cgm or use alternative therapy,¿ followed by dexcom readings of high and later 271 mg/dl; the patient replaced the dexcom sensor, was found to have air in the infusion set tubing, and was instructed to remove the ilet and administer both long-acting and rapid-acting insulin by injection, with follow-up education on supply changes and ketone checks. Symptoms included hyperglycemia. Outcomes included user-directed transition to multiple daily injections and continued monitoring with readings trending down. Investigation included customer service review, coaching on cgm pairing and infusion set function, and assessment of use conditions. Investigation of this case revealed user handling and use challenges related to cgm availability, infusion set management, and supply change timing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.